Event description:
Per the physician, some of the events reported were thought to be an exaggeration. The patient was observed to have been scheduled for surgery. No known surgery has occurred to date. No additional relevant information has been received. MFR. Report captures the vocal cord paralysis reported on the suspect lead. MFR. Report # 1644487-2021-01257 captures the voice alteration, dysphagia, dyspnea and fibrosis on the suspect generator.

Event description:
Patient had explant surgery performed. The explanted devices were discarded. No additional relevant information has been received.

Event description:
Patient was noted to be experiencing vocal cord paralysis, voice alteration, dysphagia and dyspnea. The patient device was turned off and the patient would like vns removed. The patient was also experiencing circumferential constriction of scar tissue around the left breast implant. Per the physician, the vocal cord paralysis was due to surgery and the other adverse events are due to vns stimulation. The generator removal was noted to be for patient comfort. MFR. Report # captures the vocal cord paralysis reported on the suspect lead. MFR. Report # 1644487-2021-01257 captures the voice alteration, dysphagia, dyspnea and fibrosis on the suspect generator. No known surgery has occurred to date. No additional relevant information has been received.